Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. A button was changed and the ventilator was worked properly.

Event description:
It was reported that a ventilator display locked and generated an alert after 10 minutes. Although requested, information regarding patient involvement was not provided.